Manufacturer narrative:
Upon initial evaluation of the unit, it was determined that the reported issue was not confirmed at the repair center. The actual oxygen concentration against the set value was measured nine times. Other settings and the circuit used were in accordance with the pre-operation check procedures in the repair/maintenance manual. It was confirmed that there were no abnormalities in the measurement results. Therefore, the reported issue of the actual measured value being 23% could not be confirmed. Due to this information, clinical assessment determined that the device cause and/or contribution to the patient harm of desaturation of peripheral oxygenation has been refuted. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a discrepancy between the set oxygen concentration and the actual measured value on the device while in clinical use. When the oxygen concentration was set to other values, it was reported that spo2 decreased, and the patient became out of sync with the device. When the setting was modified to 100%, spo2 increased, and the ventilation became stable. According to a clinical assessment performed by a philips clinical expert, based on the information currently provided and available, the patient experienced a desaturation of peripheral oxygenation (spo2) to approximately 80% during clinical and therapeutic use, prompting the patient to be removed from the device and initiation of hfnc (35% fio2, 35 l/min). The patient was noted to have stabilized with no further harm or injury noted. Inspection of the device was conducted with preliminary findings showing a discrepancy of the device's ability to deliver the set fio2 (fraction of inspired oxygen). As such, the cause and/or contribution of the device to the serious injury has preliminarily been confirmed. Further information regarding the reported event has been requested. The investigation is ongoing.